Manufacturer narrative:
(B)(4). The customer stated the set was discarded. The customer's report that the slide clamp cut the set, resulting in a leak, could not be confirmed because the set was not returned for investigation. The root cause was not identified.

Event description:
The customer reported the slide clamp on the blood set cut the tubing, resulting in leakage. There was no report of pt harm. No medical intervention was required. No further pt or event info was provided.